Event description:
It was reported that during a stenting treatment procedure a balloon rupture and shaft break occurred. Access was obtained via the right femoral artery. The 98% stenosed, 2.75x15mm eccentric and de novo target lesion with a 45-90 degree bend was located in the moderately tortuous and moderately calcified proximal left anterior descending artery (lad). The lesion was predilated with a non bsc 1.5x10mm balloon inflated at 18atms for 10 seconds twice and then a non bsc 2.5x10mm balloon inflated at 12atms for 10 seconds, 16atms for 30 seconds and 16atms for 10 seconds. A 2.75x16mm promus element plus stent delivery system (sds) was advanced to the lad but was unable to cross the lesion. The device was removed and then the physician attempted to cross the lesion with a 3.0x15mm non bsc sds; however, this device was also unable to cross the lesion. Additional dilation was performed in the lesion with a 2.5x10mm non bsc balloon at 14atms for 10 seconds twice. The 3.0x15mm non bsc sds was then re-advanced to the lesion; however, the device was still unable to cross the lesion. A second non bsc guide wire was advanced to the lesion along with a buddy wire. Another non bsc sds, size 3.0x15mm, was then advanced to the lesion but this device was also unable to cross the lesion. A 3.0x12mm apex balloon catheter was advanced to the lesion and inflated at 12atms for 10 seconds twice and then the physician was able to advance another 2.75x16mm promus element plus sds. The stent was successfully deployed in the lesion at 18atms for 30 seconds with a good result. The sds balloon was used to post dilate the stent and it was noted that the balloon ruptured at 18atms after being inflated for 20 seconds. The physician attempted to pull the device back into the guide catheter with both guide wires; however, while trying to remove the sds through the non bsc guide catheter, the sds became trapped. It was noted that the physician aggressively pulled on the sds and the shaft of the device broke; however, the whole device was contained inside of the guide catheter outside the patient. The procedure was completed with no patient complications reported and the patient's current condition is stable.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the promus element plus catheter was received with a 6f cordis brite tip guide catheter and the distal portion of an unknown guidewire. The midshaft was stretched and kinked in numerous locations. There was a longitudinal tear in the distal outer 22-25 cm from the tip. There was no damage to the balloon. There was a complete separation of the midshaft 19 cm proximally from the guidewire exit notch. The appearance of the fractured end of the midshaft may be consistent with separation due to tensile overload. The confirmed midshaft separation is consistent with a tensile fracture due to forces applied during manipulation of the device. Magnified inspection of the fracture surface presented no evidence of any material or manufacturing deficiencies contributing to the separation. The analysis results are consistent with the reported balloon burst; though there was no damage to the balloon, analysis confirmed that the midshaft separation and the tear in the inner shaft prevented balloon inflation. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).